Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) stated that a bag fell and became disconnected. The baxter technical service representative (tsr) explained the alarm and had the hp cycle power to clear the alarm. The tsr advised the hp to close all clamps, discard supplies and finish with a manual. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(4) 2012 regarding the system error 2240 alarm. The hp reported that the issue was resolved by ending therapy on the cycler and continuing with manuals. The hp stated that she was using a spiking cassette and when the heater bag was filling from the supply bag that weight must have shifted causing the bag to fall. Per hp, there were no loose connections or defects on the supplies. The hp stated that she discussed the alarm with her nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; the assignable cause was related to the supply bag falling. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A labeling review found the labeling to be adequate for the use/user error identified in this incident.